Event description:
Related MFR report: 1627487-2019-12713. Follow up information obtained identified the patient's abbott scs lead adapters were removed. In addition, a new abbott scs lead was implanted and the issue addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-12713. It was reported the patient's scs system was exhibiting high impedance. Consequently, surgical intervention may be necessary to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-12713.